Event description:
Information received does not address the patient's clinical status but notes that post implant interrogation revealed a ventricular lead impedance of >2500 ohms. The pocket was opened and the lead was disconnected and reconnected to the generator and the setscrew was tightened. After placing the device back into the pocket, the impedance was >2500 ohms. The lead exhibited 700 ohms impedance via an analyzer and unipolar impedance was 500 ohms.